Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with cracked lcd window, cracked case at display window corner, broken reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported there was cracks and chips on her insulin pump. She also stated the location of the chips and cracks was on her display screen and reservoir. Customer's blood glucose was 174 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.